Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home pt's homechoice machine during fill 5/5 of their automated peritoneal dialysis therapy. Baxter's technical service center assisted the home pt in ending therapy early. While discarding supplies, the home pt noted a small leak in the tubing of the homechoice set. Therapy was completed manually. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.